Event description:
The customer alleges that the handle does not always connect well to the blade. The connection is not secure and the light flickers. No pt injury reported.

Manufacturer narrative:
(B)(4). Upon receipt of the handle a visual inspection was performed to identify any possible issues that might be related to physical abuse or neglect. The visual inspection resulted in an immediate discovery that the handle was old and worn. Heavy and deep grooves can be seen in the blade locking head portion of the handle. These grooves represent many blade attachments and engagements. The severity of these grooves would not allow any blade to properly seat and lock into position for use. Due to the inability of blades to properly lock, flickering and interruptions in light continuity could be experienced. Also, the lot/serial number of the handle indicates it was manufactured the fiftieth week of 2010. The complaint is confirmed. The disposable blade that was returned with handle was attached and engaged. The blade would not seat securely enough to lock into place as suggested by the heavy wear grooves in the handle. Due to the inability of blades to properly lock, flickering and interruptions in light continuity was experienced during functional testing of this handle. The complaint is confirmed based on the wear of the handle. A blade will not lock properly onto this handle. Root cause is associated with end of life for the device. No corrective / preventive actions will be assigned.